Event description:
It was reported that the patient's programmer displays a low battery message for their ipg. The patient has therapy. Surgery may be pending to address this issue.

Event description:
Additional meaningful information received indicated that the patient underwent surgical intervention wherein the entire scs system was explanted.